Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported discrepant results of one patient sample in antibody screening, autocontrol, direct antiglobulin test and crossmatching. A run on one tango optimo customer yielded positive results, but a run on an other tango optimo this same patient yielded false negative results. The customer reported that he had used different lots of anti-human-globulin solidscreen ii in the two tango optimo runs. The patient has a known anti-e. The patient sample that had caused false negatives on one tango optimo was sent to us for investigational testing, but none of the supposedly defective product was returned. The customer has only returned the anti-human-globulin that had yielded the correct positive results but is unable to locate and send in the bottle with the ahg involved in the false negative reaction. The plasma of the patient sample contained small particles. Therefore, the sample was centrifuged, because the small particles could block the tango optimo's pipette. Our quality control laboratory tested the patient sample with the reagent samples the customer had provided. The patient sample reacted correctly positively in the antibody screening and the crossmatching test. The supposedly defective product was tested with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human-globulin solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango optimo, all relevant parts of the fluidic system were replaced. An additional service intervention was conducted and comparative studies to 2nd instrument on site performed. All implemented measures did not end up in significant changes in regards of consistently incompatible crossmatch results for deliberately incompatible (anti-e / e-pos cells) crossmatch tests neither with a redraw sample of the originally affected patient nor with a second anti-e positive plasma. The affected tango optimo seemed to slightly lag behind the second tango optimo on site in regards of showing faint reactions but was working according to its specifications. It cannot be excluded that sample specificities (particles) of the original complaint sample had an adverse influence on the quality of the results in question. There is no indication of any instrument malfunction to be causative for the reported problem. However and following the customer's request, the affected tango optimo was replaced. The customer is satisfied with the performance of the newly installed system. Discrepancies regarding antibody screen, autocontrol and crossmatch results between two tango optimo instruments for a patient sample shall always be looked into and essentially need to be clarified by the customer before a transfusion. It is unclear why this did not happen in this case.